Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system leaked from the q-syte. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: DHR review; which disclosed the following: lot 7227585: a total of 180,000 units were built on qfa line 4, from 22aug17 through 24aug17. All challenge, set-up and in-process samples were performed per quality control plan and all passed per specifications. No quality related issues were found. Received one24ga pegasus assembly without packaging. The unit consisted of a used pegasus catheter/adapter and extension line assemblies. There was a q-syte attached to the luer adapter and a miscellaneous 5ml syringe attached to the end of the q-syte. No packaging was returned with the unit. Unit: observation and testing were conducted on the q-syte visual/microscopic examination (method-n/a): visual evaluation: there were no anomalies or damage to the external areas of the q-syte unit; top body or bottom body (polycarbonate). Microscopic evaluation: observed the slit at the septum top disk was centered in its correct position. There was a tear at one end of the slit. Septum column tear assessment (method-qcpa-13): there was a tear to the column wall (column tear). Water leak test for actuated and un-actuated q-syte (method- mm-110): leakage did not occur from any area of the unit when leak tested in both the un-actuated and actuated positions. Bottom septum evaluation (method-qcpa-13): cut unit to obtain view of bottom septum disk. Observed the slit at the septum bottom disk was centered in its¿ correct position and there were no tears or anomalies to the slit. No other anomalies or damage was observed. Note: the findings in this incident were indicative that there was no physical/mechanical evidence to confirm or support manufacturing process for the alleged failure stated in the pir. Indeterminate: a definite source that contributed to the tear(s) at the end of the slit of the septum top disk and the column tear could not be established. This type of damage is normally attributed to incorrect usage or excessive actuations and/or extraneous force. In-process inspections are conducted during the manufacturing process to identify process changes that could contribute damage and/or adversely affect product performance. There was no physical/mechanical evidence to confirm or support manufacturing process related issues for the alleged defect.

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system leaked from the q-syte. There was no report of exposure, serious injury or medical intervention.